Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (1422.0 mcg/ml at 168.0 mcg/day), bupivacaine (23.3 mg/ml at 2.753 mg/day), and clonidine (1871.0 mcg/ml at 221.1 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient was admitted to the hospital on (B)(6) 2017 with intractable back pain. The pump medications were being weaned (33% daily dose decrease on (B)(6) 2016) in preparation for transfer to another physician. The doctor was consulted and saw the patient in the hospital on (B)(6) 2017 and examination revealed diffuse lumbar spasms. The patient was placed on oral dilaudid and instructed to follow-up in the office after discharge. The patient was seen in the office on (B)(6) 2017 and remained an active patient with the doctor. The pump medications were increased and the event was considered resolved without sequelae on (B)(6) 2017. The event resulted in-patient hospitalization. The etiology was noted as related to the device or therapy (programming/refill) and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).